Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), hot flush ("feeling like hot flashes") and hyperhidrosis ("sweating"). Essure was removed. At the time of the report, the medical device removal, hot flush and hyperhidrosis outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, hot flush, hyperhidrosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: bloating, sweating, hot flashes. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('separate from the fallopian tube is a spring-like metallic device consistent with the essure. The essure device was received not within the fallopian tube'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chlamydial infection and irregular menstruation. Concurrent conditions included: paratubal cyst, pelvic pain and leiomyoma nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hot flush ("feeling like hot flashes") and hyperhidrosis ("sweating"). The patient was treated with surgery (laparoscopic bilateral salpingectomies, with partial cornual ablation, d and c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hot flush and hyperhidrosis outcome was unknown. And the abdominal distension had resolved. The reporter considered abdominal distension, device dislocation, hot flush and hyperhidrosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal; concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event: medical device removal was updated to device dislocation. Reporters information and medical history were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.